Event description:
It was reported that the patient experienced cardiac arrest. It was reported via social media that the patient had a left atrial appendage (laa) closure procedure and that two attempts were made to implant a watchman device. Both times the patient experienced cardiac arrest.